Event description:
During a procedure requiring a one-lung ventilation, the endobronchial blocker catheter was advanced into the lung and inflated. At the conclusion of the procedure, the catheter was unable to be removed. An inspection of the lung noted that the monofilament distal loop of the catheter had been sutured to the inside of the pt's lung. The sutures attaching the catheter to the lung were clipped and the device was removed. No pt complications resulted.